Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise. Noise was reproducible with isometric testing. No other electrical anomalies were noted. The patient was admitted to the emergency room for lead revision. On (B)(6) 2017, during lead revision, insulation anomaly was noted. The lead was capped and replaced. No patient symptoms were reported.